Manufacturer narrative:
Product event summary: analysis found that the analyzer cable had a bent pin in the connector.

Event description:
The analyzer cable returned with the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.